Event description:
Additional information: it was noted that the pump logs showed motor stalls and recoveries that were later indicated to be correlated to MRI.

Event description:
It was reported that the patient experienced "reduced effect of baclofen therapy". The daily dose was 850 mcg/day. A test of the catheter by using the cap (catheter access port) showed "proper patency" of the catheter. Neither occlusions nor leakages were observed; the pump showed "usual functionality". The entire device system (pump and catheter) was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8781, serial#: unk, implanted: 2012 (B)(6), explanted: 2012 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomaly and passed all testing. Only thing to note was two short stall and recoveries both correlated to a MRI. Final analysis of the catheter found the catheter/anchor folded inside of itself.